Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experienced deflation in the sal smooth rnd diap 425cc. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 425cc breast implant was found to have a tear on the anterior view, measuring approximately 3.0 cm. A microscopic examination was performed and the cause of the deflation could not be identified. Reason for device explant and/or reoperation: deflation. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation surgery with two 425cc mentor smooth round moderate profile saline breast implants experienced bilateral deflation post procedure. As a result, patient had an explantation on (B)(6) 2021.

Manufacturer narrative:
On april 5, 2021, mentor became aware that patient only experienced right sided deflation. Therefore, proper coding has been updated. No further reports will be submitted. Manufacturer¿s reference number: (B)(4).